Event description:
On (B)(6) 2025, the user reported receiving alert 38 (motor stall) on the ilet device. The highest recorded blood glucose (bg) during the event was 394 mg/dl. The event was self-treated successfully with a full supply change and factory reset, after which insulin delivery resumed, and bg trended down. The device provided a high bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.